Manufacturer narrative:
Zoll has not received the cool line catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On (B)(6) 2025, ivtm therapy using cool line catheter (lot 206444) for a head trauma patient began. On (B)(6) 2025, it was reported that the saline in the saline bag had emptied. This was confirmed by the medical doctor. In addition, as it was time to end temperature management, the catheter was removed, and temperature management was terminated. Saline infusion of about 200-300 ml into the patient was suspected. The dwell time of the catheter was about 5 days. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of a leak from cool line catheter (lot 206444) was confirmed during functional testing. A leak was observed from the middle of the proximal balloon, due to a tear in the balloon. The probable root cause of the reported complaint was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. Blood residue was observed in the balloons and luered tubings. During functional testing, all infusion ports and lumens were flushed without resistance. Upon flushing the in/out lumens, a leak was observed from the middle of the proximal balloon. Further inspection of the catheter under the microscope revealed a tear in the balloon, located at the middle of the proximal balloon, confirming the reported complaint. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the cool line catheter with lot number 206444.